Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-rays or other source documents were not provided for review. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient received in a hip implant from a competitor's company in 2010 and underwent a revision surgery on (B)(6) 2011 due to implant loosening. The patient was implanted a burch-schneider reinforcement ring new, 50 right, on that date. It was reported that during a control examination in (B)(6) 2014, it could be seen on x-rays that the implant was broken. It was reported that a second revision should be done. Note: the occurrence date is assumed as (B)(6) 2014, since the exact day is unknown.

Manufacturer narrative:
The evaluation of the provided information has been made available. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Review of incoming information: it was reported that the patient received a depuy hip implant in 2010. In 2011, the implant had to be revised due to loosening and patient received burch-schneider ring, müller low profile cup and versys stem. During a control examination in 2014, it was observed from the x-ray that the ring was broken due to fatigue fracture. Another revision surgery is planned. Neither surgical reports, not x-rays were provided. An investigation of the devices could not be performed as the patient has not been revised. Possible causes for the reported event according to (B)(4): fracture/ damage / loosening of implant -> due to patient disregards limits of the device, wrong behavior of the patient, high patient activity. Possible: as no information is received regarding the patient activity level. Failure / fracture of implant -> due to damage of implant during implantation (e.g. Damage of malleable parts as flanges etc.): fracture of ring / cage. Fracture of bone screw. Failure of connection ring / cage and bone screw. Possible: as the correct implantation of the device was out of zimmer biomet control. Moreover, the condition of the component/s was unknown since the products were not returned . Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.. Zimmer (B)(4) considers this case as closed. (B)(4).